Event description:
(B)(4): it was reported that while moving a visum halogen surgical light suspension, sparks were observed around the central axis. It was further reported that burn marks were found on the power and ground wires within the suspension. There was no reported patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. Evaluation summary: a stryker field service technician evaluated the device at the user facility. During evaluation, it was noticed that there were burn marks on the power and ground cables that were housed within the surgical light suspension. The root cause is continuing to be investigated. There were no patients involved in this event and no adverse consequences were reported.